Event description:
New robot arms did not work upon first (non-patient) use. Rep was present and exchanged for new arm and then the system worked. Manufacturer response for monarch, johnson and johnson (per site reporter). Manufacturer present and exchanged robot arm when issue was recognized.